Manufacturer narrative:
Upon analysis this invesgiation will be updated.

Event description:
Boston scientific received information that premature battery depletion was alleged when it comes to this device. This device was left implanted and normal follow ups were performed. Subsequently, this device was returned approximately fifteen years later. There was no evidence that the device was explanted due to the original allegations of premature battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
.

Event description:
.

Manufacturer narrative:
No adverse patient effects were reported.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting premature battery depletion.